Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist said that they cannot get aligners due to periodontal disease. This was made known to byte on the form they completed but still allowed to have aligners. At check in patient marked true to periodontitis, infection, inflammation and gingivitis. This is a contraindicated patient.